Event description:
During a routine hemodialysis treatment, the operator tripped over the power cord and lost power to the cycler. The operator failed to recover power and did not initiate rinseback in a timely manner, resulting in a 210cc blood loss. There was no injury to the pt. No medical intervention was required.